Event description:
Customer reported an incident where a 'general system failure' was triggered just after or during the self-test (-24hours). The customer stated that 10 to 12 self-tests were performed. The customer switched the monitor off and then on again and was able to restitute the blood to the patient. No blood loss reported.